Event description:
Rt [respiratory therapy] called to room for bedside bronchoscopy with ent [ear nose throat] services. Ent determined tracheostomy was in a good place but wanted to ensure the current trach tube had a properly working balloon/cuff. Ent removed trach tube and replaced with the same size bivona trach. Rt ensured that the balloon and cuff would inflate with water prior to placement. Rt took the old trach and attempted to inflate the balloon with 5ml sterile water, but the water would not pass through pilot line to the cuff at the end of the tube. The lot number is unknown, but likely one of these three; 4466200, 6017530, 6084930.